Event description:
It was reported the patient had their pump and catheter removed in (B)(6) 2008. The patient stated the pump worked great and it wasn¿t because of the pump. The patient had a bad accident and flipped their vehicle because the patient would fall asleep at the wheel. The patient could not get the hcp to turn down the pump because the dose was too high and the patient would fall asleep. Per the patient, the hcp "had it turned up to like number 10-as high as it would go. I couldn't drive like 5 blocks without falling asleep." The pump had been used to deliver bupivacaine and morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11442r28, implanted: (B)(6) 2003, product type: catheter. (B)(4).